Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the monitor reached the send phase, but the bullseye did not light up very bright. Then, the monitor went back to the beginning and shut off. During troubleshooting attempts, the monitor dialed out, but the lights did not progress, and it redialed and beeped. The patient stated the weather had been bad and thought it caused a problem with the monitor. No patient complications were reported as a result of this event.